Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving clonidine with concentration 25 mcg/ml at a dose rate of 18.334 mcg/day and morphine with concentration 30 mg/ml at a dose rate of 22.001 mg/day rate via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that a motor stall was seen at initial interrogation. The logs revealed a stall (B)(6) 2019 at 7:39 am with recovery on (B)(6) 2019 at 12:42 am. There were also stalls since then. The patient did not recently have magnetic resonance imaging. It was stated there was no exposure to electromagnetic interference (emi). It was noted that the patient was aware of how the pump alarm sounds. Underdose symptoms were reported on (B)(6) 2019. As per the manufacturer¿s device registry, the pump was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient¿s weight was 208 pounds on (B)(6) 2019. Regarding the current status of the device it was reported the patient had the device replaced on (B)(6) 2019. The underdose symptoms were resolved. The cause of the motor stalls was not reported. No further patient complications have been reported as a result of this event.